Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with the front corners of the top case chipped, and the right plunger case cracked and a missing portion of the bottom case seal. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed "check clutch error" message. To further investigate, an occlusion test was performed. Customer problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. A combination of lead screw and both clutch halves were found worn out and slipping due to normal wear. The lead screw and both clutch halves were replaced.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a clutch error. It is unknown if there was no patient, or clinician injury associated with this event.